Event description:
It was reported floating particles were present in the packaging. Video and photos were provided that shows a piece of red material floating inside the packaging.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.